Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had more spasticity starting a few months ago. The physician checked the pump and determined it was working. It was thought there might be "something wrong" with the catheter, but it was not checked. It was noted that the patient had fallen in the past, but the date was unknown. It was also noted that the patient felt a sharp pain in her neck when shaking her head to get her hair out of her face. The patient was told that she could see a chiropractor in (B)(6), but was later told "no." The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter patient. (B)(4).